Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unexpected error occurred during the load refill selection task and was related to the database. This is a data base related error. A technical support specialist (tss) cleaned up the station database using a resync (v1.7), observed the technician refilling the station, and reviewed the logs, confirming that no new errors were present at that time. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported ph-erf-zone2 received "error: object reference not set to an instance of an object. There were no adverse events or injuries reported based on this event.